Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("small piece of essure device removed from the omentum."), uterine perforation ("perforation uterus)/malposition of essure device, migration of essure device-uterus serosal surface near the ovary/malposition of essure"), fallopian tube perforation ("perforation uterus)/malposition of essure device, migration of essure device-uterus serosal surface near the ovary/malposition of essure"), device expulsion ("migration of essure device location of device: uterus/ migration of essure device location of device: uterus near left ovary/difficult to identify the essure device, but I feel that it was in the left adnexa"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("progressive dysmenorrhea/dysmenorrhea cramping)"), abortion spontaneous ("two miscarriages/pregnancy (stillbirth or miscarriage),"), pregnancy with contraceptive device ("two miscarriages/pregnancy (stillbirth or miscarriage),"), teratoma ("tumor / teratoma / cancer type: uterus,"), uterine cancer ("tumor / teratoma / cancer type: uterus,"), uterine neoplasm ("tumor / teratoma / cancer type: uterus,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), allergy to metals ("nickel allergy") and fatigue ("fatigue") in a 30-year-old female patient who had essure (batch no. A57112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, live birth (three live birth on ((B)(6) 2005, (B)(6) 2011 and (B)(6) 2012)), vaginal delivery, back ache (chronic back pain,degenerative problems per patient,used to take meurotin),), type 1 diabetes mellitus, tobacco user (disorder(have encouraged to quit). Current every day), appendectomy, tonsillectomy & adenoidectomy, latex allergy (gloves (rash),), sulfonamide allergy (hives,throat swelling).), acute bronchitis, carpal tunnel syndrome, generalized anxiety disorder, hypertriglyceridemia, asthma and type 2 diabetes mellitus. Previously administered products included for type 2 dm: metformin from 2017 to (B)(6) 2019; for an unreported indication: depo provera. Concurrent conditions included delayed period since (B)(6) 2017, neck pain since (B)(6) 2017, cigarette smoker since (B)(6) 2017, degeneration of thoracic or lumbar intervertebral disc, depression (with anxiety and major depressive) since (B)(6) 2017, type ii hyperlipidemia, neuropathy (peripheral) since (B)(6) 2014, numbness (numbness of both lower extremities() since (B)(6) 2017, hypoaesthesia since (B)(6) 2017, polyneuropathy since (B)(6) 2017, ovarian cyst since (B)(6) 2014, overweight (bmi 25.0-29.9) since (B)(6) 2017, schizophrenia (paranoid type schizophrenia), post-traumatic stress disorder, arthralgia since (B)(6) 2017, insulin allergy (vomiting)), allergic reaction to analgesics (nausea/swelling) and allergic reaction to analgesics (nausea/swelling). Family history included type 2 diabetes mellitus (grandfather maternal/mother),), lung cancer (grandfather, maternal)), myocardial infarction (acute-), coronary artery disease ((grandfather/paternal),), hypercholesterolemia, hypertension, hypothyroidism and osteoarthritis. Concomitant products included trazodone for depression and anxiety as well as gabapentin since 2017, medroxyprogesterone acetate (depo provera) from january 2013 to march 2013 and metformin. In 2012, the patient experienced rash ("rashes or skin conditions type: rashes"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fatigue (seriousness criterion medically significant), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain."). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant), 3 years 6 months after insertion of essure. In (B)(6) 2016, the patient experienced vaginal infection (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant) and cystitis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2017, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), vaginal discharge ("discharge") and premature menopause ("hormonal changes describe: early menopause") and was found to have teratoma (seriousness criterion medically significant), uterine cancer (seriousness criterion medically significant), uterine neoplasm (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy with bilateral salpingectomy on (B)(6) 2017 oophorectomy(one side removal of ovary), laparoscopic-assisted vaginal hysterectomy with left salpingo- oophorectomy, right and novasure endometrial ablation and bilateral salpingectomy (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, device expulsion, abortion spontaneous, teratoma, uterine cancer, uterine neoplasm, allergy to metals, fatigue, nausea, weight increased, hormone level abnormal, dyspareunia, depression, anxiety, premature menopause and rash outcome was unknown, the menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, vaginal infection, urinary tract infection, cystitis and vaginal discharge had resolved and the dysmenorrhoea was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, anxiety, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hormone level abnormal, menorrhagia, nausea, pregnancy with contraceptive device, premature menopause, rash, teratoma, urinary tract infection, uterine cancer, uterine neoplasm, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the current case is linked to the case (B)(4) (for 2nd pregnancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pathology test - on an unknown date: *gross description: a single container labeled with the patient's name norma driskell and "bilateral tubes" has in formalin in the container are two pink-tan tubular structures the first tubular structure is 6.5 cm in length and up to 0.8 cm in greatest diameter. There is a metal coil inserted into the tubular structure. This is sectioned and totally submitted in one cassette labeled "a 1 ". The second tubular portion of tissue is 7 cm in length and up to 0.8 cm in greatest diameter. There is a second metal coil in the container. The specimen is sectioned and totally submitted in one cassette labeled "a2". Final diagnosis: bilateral fallopian tubes, bilateral salpingectomy: benign fallopian tubes with one containing an essure coil. A second, separate essure coil is received in the specimen container. Current weight as of (B)(6) 2018: 180 lbs. Approximate weight at the time of essure placement 160 lbs. Concerning the injuries reported in this case, the following one was reported via medical records-device breakage, fallopian tube obstruction quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2019: pfs & mr received. Reporter's information was updated. Added event from mr small piece of essure device removed from the omentum'. Updated onset date of events. Concomitant condition, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation uterus)/malposition of essure device, migration of essure device/malposition of essure"), menorrhagia ("menorrhagia"), dysmenorrhoea ("progressive dysmenorrhea/dysmenorrhea cramping)"), abortion spontaneous ("two miscarriages/pregnancy (stillbirth or miscarriage),"), pregnancy with contraceptive device ("two miscarriages/pregnancy (stillbirth or miscarriage),"), teratoma ("tumor / teratoma / cancer type: uterus,"), uterine cancer ("tumor / teratoma / cancer type: uterus,"), uterine neoplasm ("tumor / teratoma / cancer type: uterus,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), allergy to metals ("nickel allergy") and fatigue ("fatigue") in a 30-year-old female patient who had essure (batch no. A57112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, live birth (three live birth on ((B)(6) 2005,(B)(6) 2011 and (B)(6) 2012)), vaginal delivery, back ache (chronic back pain,degenerative problems per patient,used to take meurotin),), type 1 diabetes mellitus, tobacco user (disorder(have encouraged to quit). Current every day.), appendectomy, tonsillectomy & adenoidectomy, latex allergy (gloves (rash),), sulfonamide allergy (hives,throat swelling).), acute bronchitis, carpal tunnel syndrome, generalized anxiety disorder, hypertriglyceridemia, asthma and type 2 diabetes mellitus. Concurrent conditions included delayed period since (B)(6) 2017, neck pain since(B)(6) 2017, cigarette smoker since (B)(6) -2017, degeneration of thoracic or lumbar intervertebral disc, depression (with anxiety and major depressive) since (B)(6) 2017, type ii hyperlipidemia, neuropathy (peripheral) since (B)(6) 2014, numbness (numbness of both lower extremities() since (B)(6) 2017, hypoaesthesia since (B)(6) -2017, polyneuropathy since (B)(6) -2017, ovarian cyst since (B)(6) -2014, overweight (bmi 25.0-29.9) since (B)(6) -2017, schizophrenia (paranoid type schizophrenia), post-traumatic stress disorder, arthralgia since (B)(6) 2017, insulin allergy (vomiting)), allergic reaction to analgesics (nusea/swelling) and allergic reaction to analgesics (nusea/swelling). Family history included type 2 diabetes mellitus (grandfather maternal/mother),), lung cancer (grandfather, maternal)), myocardial infarction (acute-), coronary artery disease ((grandfather/paternal),), hypercholesterolemia, hypertension, hypothyroidism and osteoarthritis. In (B)(6) 2012, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fatigue (seriousness criterion medically significant), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant), vaginal infection (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant) and cystitis (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced teratoma (seriousness criterion medically significant), uterine cancer (seriousness criterion medically significant), uterine neoplasm (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal discharge ("discharge") and dyspareunia ("dyspareunia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017 oophorectomy(one side removal of ovary)), surgery (novasure endometrial ablation and bilateral salpingectomy on (B)(6) 2017), surgery (novasure endometrial ablation and bilateral salpingectomy on (B)(6) 2017), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, abortion spontaneous, teratoma, uterine cancer, uterine neoplasm, allergy to metals, fatigue, nausea, weight increased, hormone level abnormal, dyspareunia, depression and anxiety outcome was unknown, the menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, vaginal infection, urinary tract infection, cystitis and vaginal discharge had resolved and the dysmenorrhoea was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, nausea, pregnancy with contraceptive device, teratoma, urinary tract infection, uterine cancer, uterine neoplasm, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the current case is linked to the case (B)(4) (for 2nd pregnancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion gross description: a single container labeled with the patient's name norma driskell and "bilateral tubes" has in formalin in the container are two pink-tan tubular structures the first tubular structure is 6.5 cm in length and up to 0.8 cm in greatest diameter. There is a metal coil inserted into the tubular structure. This is sectioned and totally submitted in one cassette labeled "a 1 ". The second tubular portion of tissue is 7 cm in length and up to 0.8 cm in greatest diameter. There is a second metal coil in the container. The specimen is sectioned and totally submitted in one cassette labeled "a2". Final diagnosis: bilateral fallopian tubes, bilateral salpingectomy: benign fallopian tubes with one containing an essure coil. A second, separate essure coil is received in the specimen container. Current weight as of (B)(6) 2018: 180 lbs. Approximate weight at the time of essure placement 160 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: plaintiff fact sheet received. Event added: depression, mental anguish. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation uterus)/malposition of essure device, migration of essure device"), menorrhagia ("menorrhagia"), dysmenorrhoea ("progressive dysmenorrhea/dysmenorrhea cramping)"), abortion spontaneous ("two miscarriages/pregnancy (stillbirth or miscarriage),"), pregnancy with contraceptive device ("two miscarriages/pregnancy (stillbirth or miscarriage),"), teratoma ("tumor / teratoma / cancer type: uterus,"), uterine cancer ("tumor / teratoma / cancer type: uterus,"), uterine neoplasm ("tumor / teratoma / cancer type: uterus,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), allergy to metals ("nickel allergy") and fatigue ("fatigue") in a 30-year-old female patient who had essure (batch no. A57112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, live birth (three live birth on ((B)(6) 2005, (B)(6) 2011 and (B)(6) 2012)), vaginal delivery, back ache (chronic back pain,degenerative problems per patient,used to take meurotin),), type 1 diabetes mellitus, tobacco user (disorder(have encouraged to quit). Current every day.), appendectomy, tonsillectomy & adenoidectomy, latex allergy (gloves (rash),), sulfonamide allergy (hives,throat swelling).), acute bronchitis, carpal tunnel syndrome, generalized anxiety disorder, hypertriglyceridemia, asthma and type 2 diabetes mellitus. Concurrent conditions included delayed period since (B)(6) 2017, neck pain since (B)(6) 2017, cigarette smoker since (B)(6) 2017, degeneration of thoracic or lumbar intervertebral disc, depression (with anxiety and major depressive) since (B)(6) 2017, type ii hyperlipidemia, neuropathy (peripheral) since (B)(6) 2014, numbness (numbness of both lower extremities() since (B)(6) 2017, hypoaesthesia since (B)(6) 2017, polyneuropathy since (B)(6) 2017, ovarian cyst since (B)(6) 2014, overweight (bmi 25.0-29.9) since (B)(6) 2017, schizophrenia (paranoid type schizophrenia), post-traumatic stress disorder, arthralgia since (B)(6) 2017, insulin allergy (vomiting)), allergic reaction to analgesics (nusea/swelling) and allergic reaction to analgesics (nusea/swelling). Family history included type 2 diabetes mellitus (grandfather maternal/mother),), lung cancer (grandfather, maternal)), myocardial infarction (acute-), coronary artery disease ((grandfather/paternal),), hypercholesterolemia, hypertension, hypothyroidism and osteoarthritis. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant), vaginal infection (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant) and cystitis (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), teratoma (seriousness criterion medically significant), uterine cancer (seriousness criterion medically significant), uterine neoplasm (seriousness criterion medically significant), fatigue (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal discharge ("discharge") and dyspareunia ("dyspareunia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017), surgery (novasure endometrial ablation and bilateral salpingectomy on (B)(6) 2017), surgery (novasure endometrial ablation and bilateral salpingectomy on (B)(6) 2017), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, abortion spontaneous, teratoma, uterine cancer, uterine neoplasm, allergy to metals, fatigue, nausea, weight increased, hormone level abnormal and dyspareunia outcome was unknown, the menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, vaginal infection, urinary tract infection, cystitis and vaginal discharge had resolved and the dysmenorrhoea was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, nausea, pregnancy with contraceptive device, teratoma, urinary tract infection, uterine cancer, uterine neoplasm, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the current case is linked to the case (B)(4) (for 2nd pregnancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Gross description: a single container labeled with the patient's name norma driskell and "bilateral tubes" has in formalin in the container are two pink-tan tubular structures the first tubular structure is 6.5 cm in length and up to 0.8 cm in greatest diameter. There is a metal coil inserted into the tubular structure. This is sectioned and totally submitted in one cassette labeled "a 1 ". The second tubular portion of tissue is 7 cm in length and up to 0.8 cm in greatest diameter. There is a second metal coil in the container. The specimen is sectioned and totally submitted in one cassette labeled "a2". Final diagnosis: bilateral fallopian tubes, bilateral salpingectomy: benign fallopian tubes with one containing an essure coil. A second, separate essure coil is received in the specimen container. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation uterus)/malposition of essure device, migration of essure device"), menorrhagia ("menorrhagia"), dysmenorrhoea ("progressive dysmenorrhea/dysmenorrhea cramping)"), abortion spontaneous ("two miscarriages/pregnancy (stillbirth or miscarriage),"), pregnancy with contraceptive device ("two miscarriages/pregnancy (stillbirth or miscarriage),"), teratoma ("tumor / teratoma / cancer type: uterus,"), uterine cancer ("tumor / teratoma / cancer type: uterus,"), uterine neoplasm ("tumor / teratoma / cancer type: uterus,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), allergy to metals ("nickel allergy") and fatigue ("fatigue") in a 30-year-old female patient who had essure (batch no. A57112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, live birth (three live birth on ((B)(6) 2005,(B)(6) 2011 and (B)(6) 2012)), vaginal delivery, back ache (chronic back pain,degenerative problems per patient,used to take meurotin),), type 1 diabetes mellitus, tobacco user (disorder(have encouraged to quit). Current every day.), appendectomy, tonsillectomy & adenoidectomy, latex allergy (gloves (rash),), sulfonamide allergy (hives,throat swelling).), acute bronchitis, carpal tunnel syndrome, generalized anxiety disorder, hypertriglyceridemia, asthma and type 2 diabetes mellitus. Concurrent conditions included delayed period since (B)(6) 2017, neck pain since (B)(6) -2017, cigarette smoker since (B)(6) -2017, degeneration of thoracic or lumbar intervertebral disc, depression (with anxiety and major depressive) since (B)(6) 2017, type ii hyperlipidemia, neuropathy (peripheral) since (B)(6) 2014, numbness (numbness of both lower extremities() since (B)(6) 2017, hypoaesthesia since (B)(6) 2017, polyneuropathy since (B)(6) 2017, ovarian cyst since (B)(6) 2014, overweight (bmi 25.0-29.9) since (B)(6) 2017, schizophrenia (paranoid type schizophrenia), post-traumatic stress disorder, arthralgia since (B)(6) 2017, insulin allergy (vomiting)), allergic reaction to analgesics (nausea/swelling) and allergic reaction to analgesics (nausea/swelling). Family history included type 2 diabetes mellitus (grandfather maternal/mother),), lung cancer (grandfather, maternal)), myocardial infarction (acute-), coronary artery disease ((grandfather/paternal),), hypercholesterolemia, hypertension, hypothyroidism and osteoarthritis. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant), vaginal infection (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant) and cystitis (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), teratoma (seriousness criterion medically significant), uterine cancer (seriousness criterion medically significant), uterine neoplasm (seriousness criterion medically significant), fatigue (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal discharge ("discharge") and dyspareunia ("dyspareunia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017), surgery (novasure endometrial ablation and bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, abortion spontaneous, teratoma, uterine cancer, uterine neoplasm, allergy to metals, fatigue, nausea, weight increased, hormone level abnormal and dyspareunia outcome was unknown, the menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, vaginal infection, urinary tract infection, cystitis and vaginal discharge had resolved and the dysmenorrhoea was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, nausea, pregnancy with contraceptive device, teratoma, urinary tract infection, uterine cancer, uterine neoplasm, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the current case is linked to the case 2017-166961 (for 2nd pregnancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion gross description: a single container labeled with the patient's name norma driskell and "bilateral tubes" has in formalin in the container are two pink-tan tubular structures the first tubular structure is 6.5 cm in length and up to 0.8 cm in greatest diameter. There is a metal coil inserted into the tubular structure. This is sectioned and totally submitted in one cassette labeled "a 1 ". The second tubular portion of tissue is 7 cm in length and up to 0.8 cm in greatest diameter. There is a second metal coil in the container. The specimen is sectioned and totally submitted in one cassette labeled "a2". Final diagnosis: bilateral fallopian tubes, bilateral salpingectomy: benign fallopian tubes with one containing an essure coil. A second, separate essure coil is received in the specimen container. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet. Added onset date for vaginal haemorrhage, vaginal infection, cystitis, urinary tract infection, uterine perforation, nausea and allergy to metals. Surgery treatment (bilateral salpingectomy) added for vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, allergy to metals and fatigue. Updated onset date for menorrhagia. Updated event from weight fluctuation to weight gain. Updated outcome to recovering for dysmenorrhoea. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation uterus)/malposition of essure device, migration of essure device/malposition of essure"), menorrhagia ("menorrhagia"), dysmenorrhoea ("progressive dysmenorrhea/dysmenorrhea cramping)"), abortion spontaneous ("two miscarriages/pregnancy (stillbirth or miscarriage),"), pregnancy with contraceptive device ("two miscarriages/pregnancy (stillbirth or miscarriage),"), device expulsion ("migration of essure device location of device: uterus"), teratoma ("tumor / teratoma / cancer type: uterus,"), uterine cancer ("tumor / teratoma / cancer type: uterus,"), uterine neoplasm ("tumor / teratoma / cancer type: uterus,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), allergy to metals ("nickel allergy") and fatigue ("fatigue") in a 30-year-old female patient who had essure (batch no. A57112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, live birth (three live birth on ((B)(6) 2005, (B)(6) 2011 and (B)(6) 2012)), vaginal delivery, back ache (chronic back pain,degenerative problems per patient,used to take meurotin),), type 1 diabetes mellitus, tobacco user (disorder(have encouraged to quit). Current every day.), appendectomy, tonsillectomy & adenoidectomy, latex allergy (gloves (rash),), sulfonamide allergy (hives,throat swelling).), acute bronchitis, carpal tunnel syndrome, generalized anxiety disorder, hypertriglyceridemia, asthma and type 2 diabetes mellitus. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included delayed period since (B)(6) 2017, neck pain since (B)(6) 2017, cigarette smoker since (B)(6) 2017, degeneration of thoracic or lumbar intervertebral disc, depression (with anxiety and major depressive) since (B)(6) 2017, type ii hyperlipidemia, neuropathy (peripheral) since (B)(6) 2014, numbness (numbness of both lower extremities() since (B)(6) 2017, hypoaesthesia since (B)(6) 2017, polyneuropathy since (B)(6) 2017, ovarian cyst since (B)(6) 2014, overweight (bmi 25.0-29.9) since (B)(6) 2017, schizophrenia (paranoid type schizophrenia), post-traumatic stress disorder, arthralgia since (B)(6) 2017, insulin allergy (vomiting)), allergic reaction to analgesics (nusea/swelling) and allergic reaction to analgesics (nusea/swelling). Family history included type 2 diabetes mellitus (grandfather maternal/mother),), lung cancer (grandfather, maternal)), myocardial infarction (acute-), coronary artery disease ((grandfather/paternal),), hypercholesterolemia, hypertension, hypothyroidism and osteoarthritis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fatigue (seriousness criterion medically significant), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant), vaginal infection (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant) and cystitis (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), vaginal discharge ("discharge"), dyspareunia ("dyspareunia"), premature menopause ("hormonal changes describe: early menopause") and rash ("rashes") and was found to have teratoma (seriousness criterion medically significant), uterine cancer (seriousness criterion medically significant), uterine neoplasm (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy with bilateral salpingectomy on (B)(6) 2017 oophorectomy(one side removal of ovary) and novasure endometrial ablation and bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, abortion spontaneous, device expulsion, teratoma, uterine cancer, uterine neoplasm, allergy to metals, fatigue, nausea, weight increased, hormone level abnormal, dyspareunia, depression, anxiety, premature menopause and rash outcome was unknown, the menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, vaginal infection, urinary tract infection, cystitis and vaginal discharge had resolved and the dysmenorrhoea was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, anxiety, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, nausea, pregnancy with contraceptive device, premature menopause, rash, teratoma, urinary tract infection, uterine cancer, uterine neoplasm, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the current case is linked to the case (B)(4) (for 2nd pregnancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pathology test - on an unknown date: *gross description: a single container labeled with the patient's name norma driskell and "bilateral tubes" has in formalin in the container are two pink-tan tubular structures the first tubular structure is 6.5 cm in length and up to 0.8 cm in greatest diameter. There is a metal coil inserted into the tubular structure. This is sectioned and totally submitted in one cassette labeled "a 1 ". The second tubular portion of tissue is 7 cm in length and up to 0.8 cm in greatest diameter. There is a second metal coil in the container. The specimen is sectioned and totally submitted in one cassette labeled "a2". Final diagnosis: bilateral fallopian tubes, bilateral salpingectomy: benign fallopian tubes with one containing an essure coil. A second, separate essure coil is received in the specimen container. Current weight as of (B)(6) 2018: 180 lbs. Approximate weight at the time of essure placement 160 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: plaintiff fact sheet received. Events rash, device expulsion & early menopause were added. Historical , concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation uterus)/malposition of essure device, migration of essure device,"), menorrhagia ("menorrhagia"), dysmenorrhoea ("progressive dysmenorrhea/dysmenorrhea cramping)"), abortion spontaneous ("two miscarriages/pregnancy (stillbirth or miscarriage),"), pregnancy with contraceptive device ("two miscarriages/pregnancy (stillbirth or miscarriage),"), teratoma ("tumor / teratoma / cancer type: uterus,"), uterine cancer ("tumor / teratoma / cancer type: uterus,") and uterine neoplasm ("tumor / teratoma / cancer type: uterus,") in a 30-year-old female patient who had essure (batch no. A57112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, live birth (three live birth on ((B)(6) 2005, (B)(6) 2011 and (B)(6) 2012)), vaginal delivery, back ache (chronic back pain,degenerative problems per patient,used to take meurotin),), type 1 diabetes mellitus, tobacco user (disorder(have encouraged to quit). Current every day.), appendectomy, tonsillectomy & adenoidectomy, latex allergy (gloves (rash),), sulfonamide allergy (hives,throat swelling).), acute bronchitis, carpal tunnel syndrome, generalized anxiety disorder, hypertriglyceridemia, asthma and type 2 diabetes mellitus. Concurrent conditions included delayed period since (B)(6) 2017, neck pain since (B)(6) 2017, cigarette smoker since (B)(6) 2017, degeneration of thoracic or lumbar intervertebral disc, depression (with anxiety and major depressive) since (B)(6) 2017, type ii hyperlipidemia, neuropathy (peripheral) since (B)(6) 2014, numbness (numbness of both lower extremities() since (B)(6) 2017, hypoaesthesia since (B)(6) 2017, polyneuropathy since (B)(6) 2017, ovarian cyst since (B)(6) 2014, overweight (bmi 25.0-29.9) since (B)(6) 2017, schizophrenia (paranoid type schizophrenia), stress, arthralgia since (B)(6) 2017, insulin allergy (vomiting)), allergic reaction to analgesics (nusea/swelling) and allergic reaction to analgesics (nusea/swelling). Family history included type 2 diabetes mellitus (grandfather maternal/mother),), lung cancer (grandfather, maternal)), myocardial infarction (acute-), coronary artery disease ((grandfather/paternal),), hypercholesterolemia, hypertension, hypothyroidism and osteoarthritis. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea (seriousness criteria medically significant and intervention required), teratoma (seriousness criterion medically significant), uterine cancer (seriousness criterion medically significant), uterine neoplasm (seriousness criterion medically significant), nausea ("nausea"), fatigue ("fatigue"), weight fluctuation ("weight loss/weight gain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), hormone level abnormal ("hormonal changes"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("discharge"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017) and surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, dysmenorrhoea, abortion spontaneous, teratoma, uterine cancer, uterine neoplasm, nausea, fatigue, weight fluctuation, hormone level abnormal, allergy to metals and dyspareunia outcome was unknown and the menorrhagia, pregnancy with contraceptive device, cystitis, urinary tract infection, vaginal infection, vaginal haemorrhage and vaginal discharge had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, nausea, pregnancy with contraceptive device, teratoma, urinary tract infection, uterine cancer, uterine neoplasm, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: the current case is linked to the case 2017-166961 (for 2nd pregnancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion gross description: a single container labeled with the patient's name (B)(6) and "bilateral tubes" has in formalin in the container are two pink-tan tubular structures the first tubular structure is 6.5 cm in length and up to 0.8 cm in greatest diameter. There is a metal coil inserted into the tubular structure. This is sectioned and totally submitted in one cassette labeled "a 1 ". The second tubular portion of tissue is 7 cm in length and up to 0.8 cm in greatest diameter. There is a second metal coil in the container. The specimen is sectioned and totally submitted in one cassette labeled "a2". Final diagnosis: bilateral fallopian tubes, bilateral salpingectomy: benign fallopian tubes with one containing an essure coil. A second, separate essure coil is received in the specimen container. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and mr documents received ,medically confirmed ,patient demographic information were added, relevant and concurrent information, lab data updated, essure indication and lot number, new events, hormonal changes, abnormal bleeding (vaginal, menorrhagia), malposition of essure device, migration of essure device, nausea, tumor / teratoma / cancer type: uterus, fatigue and perforation uterus) event were added.the events dysmenorrhea cramping), infection (bladder/urinary tract/vaginal), vaginal dicharge, pain and pregnancy (stillbirth or miscarriage) clubbed with pervious event. Outcome of the events were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abortion spontaneous ("two miscarriages") and pregnancy with contraceptive device ("two miscarriages") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("progressive dysmenorrhea"), menorrhagia ("menorrhagia") and infection ("infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, dysmenorrhoea, menorrhagia and infection outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dysmenorrhoea, infection, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: the current case is linked to the case (B)(4) (for 2nd pregnancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: follow up ticked as significant. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.